Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-01091. It was reported the pt experienced pocket heating while recharging. There are no reported injuries or burns as a result. A replacement charger was sent to the pt. The pt has 2 additional scs systems implanted with the same reported issue. Please reference MFR report # 1627487-2014-01088, MFR report #1627487-2014-01089, MFR report # 1627487-2014-01092, and MFR report # 1627487-2014-01093. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.